Event description:
The following is a summary of the eval and action taken: as required, importer has notified the MFR of the product problem. As indicated by the MDR report, section b 6 "the occupational health staff stated no follow-up needed...". As noted by the MFR, the implicated sample is unavailable therefore, the investigation only includes an eval of the records. Importer has found that this type of problem usually occurs when donning the glove and the glove snags on a sharp or protruding object and subsequently tears. Therefore, based on the eval of the MFR, importer's own experience with this type of product and the eval of the occupational health staff mentioned above, it is importer's opinion that this is not a reportable event. As indicated by the MFR, they will address this matter as part of their mfg and test procedures. Any corrective or preventive action taken should prevent recurrence of this malfunction.